Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she has been hospitalized three times for high blood glucose levels in the past two weeks. The reported blood glucose reading was 419 mg/dl. The customer also stated that she had high blood pressure, which may have contributed to the elevated blood glucose levels. The customer was advised by her doctor to get the insulin pump replaced. Nothing further was reported.